Event description:
Patient presented with a pneumothorax to the surgeon following implant surgery. Surgeon brought the patient back into the operating room and repositioned the sensing lead away from the pleura. Another surgeon assisted in draining the pneumothorax. Patient was admitted to the hospital for observation for 3 days. The issue is now resolved.